Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 19) while loading a cartridge. Customer's blood glucose was 275 mg/dl. Reportedly, customer removed and reloaded the cartridge. Insulin delivery was resumed.